Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse who performed preventative maintenance (pm) replaced the pneumatic interface module (pim) and retested the unit , which passed. The fse completed pm and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance(pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim) test. There was no patient involvement, and no adverse event was reported.